Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient mentioned they took a fall and struck their implant site about a month ago. Pt had since noticed random sharp shocks, implant site soreness, and did not feel therapy any longer; pt used to feel therapy. Patient mentioned they charged their implanted neurostimulator every 3-4 days and pt said they checked the stimulator at the end of the day and sometimes noticed the charge level at 15-20%. The patient was redirected to their healthcare provider to further address the issue. Tss emailed local manufacturer representative (rep).

Manufacturer narrative:
Correction to previous regulatory report: not all codes present for information in b5, now updated, see section h6. E2007 removed as incorrectly included previously. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.